Event description:
A review of the maude database revealed the following voluntary report from a patient: "I had intralase, followed six months later by an "enhancement" with lasik. I had been told I was a good candidate and any risks were described as very minimal. Problems were evident immediately afterward and I was told repeatedly they would clear up. Several years later, while I have decent acuity, the quality of my vision is poor. I suffer from issues with glare, light scatter, see ghost images, halos and starbursts during the day. At night, I am almost blind. I lost much of my ability to function in the world and am also depressed and filled with remorse because I made the choice to have this surgery. Yet, I imagine, I am characterized as a success because I can read an eye chart from across the room. At my last appointment with the physician who did the surgery, he said, he remained terribly puzzled about my eyesight, acted almost as if he didn't believe me, and said, "well, there's a lot we dont' know about eyesight. "If that were the case, I can't imagine why this surgery is marketed so heavily."

Manufacturer narrative:
Product, clinic, and reporter are unknown.